Event description:
Event description cpi received information that this endotak endurance rx transvenous defibrillation lead was undersensing and intermittently not capturing. The problem resolved after lead repositioning during an outpatient ep study.